Event description:
After the carotid stenting procedure, the pt developed worsening symptoms of dysarthria. The pt was diagnosed with a stroke. Five days after the procedure, the pt developed in-stent thrombosis. The pt is a male. The target lesion was left internal carotid artery. There were mild calcification and no vessel tortuosity, the rate of stenosis was 90%. The pt developed dysarthria from a previous stroke six days earlier. A purcusurge (medtronic) was used in the procedure. Pre-dilatation with a 3mm balloon catheter (brand unknown) at 6 atmospheres (atm) was performed. A precise stent was successfully placed at the target lesion. Post- dilatation was performed with a 4 mm balloon catheter (brand unknown) at 8 atm. It was noted that clot may have present during the initial stent placement, after the procedure, the pt developed a stroke which resulted in worsening symptoms of dysarthria, dysphagia, and cognition disorder. Edaravon and argatroban hydrate were administered. According to the physician, debris might have traveled distal when inserting the purcusurge into the pt's body and led to the stroke. Five days later, the pt developed in-stent thrombosis. Cilostazol and atrovastatin calcium hydrate were administered. An additional stent (wall stent, boston scientific) was placed inside the precise stent a week later. There were no additional or worsening symptoms of the stroke by the in-stent thrombosis confirmed. The pt was discharged for the rehabilitation five days later.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.